Manufacturer narrative:
Evaluation summary: it is reported that a depuy acetabular system was used with a zimmer femoral stem and head. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The part and lot numbers of the products are unknown; therefore the manufacturing records, and complaint history could not be reviewed. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient underwent hip arthroplasty in 1985 for placement of a zimmer femoral stem and head, and subsequent procedure in (B)(6) 1995 for placement of depuy acetabular components. The patient dislocated and was revised one month later in (B)(6) 1995.